Event description:
On (B) (6) 2010, a complainant reported that hat she had a severe allergic reaction to cavicide in which she had swelling and burning of the throat and mouth. She was taken to the ER where she received an IV of methylprednisolone, an anti-inflammatory steroid. She received a prescription for the oral form of the steroid which she took for one week before her symptoms and discomfort subsided.

Manufacturer narrative:
The complainant alleged that she had a severe allergic reaction while using cavicide which included swelling and burning of the throat and mouth. The complainant claims that she was using no other products besides cavicide when the allergic reaction occurred. She was taken to the ER where she received an IV of methylprednisolone, an anti-inflammatory steroid. She received a prescription for the oral form of the steroid which she took for one week before her symptoms and discomfort subsided. The complainant is doing fine now. An evaluation of the product could not be conducted nor could a review of the device history record be conducted since no product was returned to metrex research corporation and no lot number was provided. Product not returned.